Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal and pelvic floor patient reported that they were having some female trouble since about 4 months ago (2017) and they thinks that the device was related to it because they did not have this new symptoms before. No further complications were noted or anticipated.